Event description:
It was reported that the customer has not been able to upload the insulin pump to carelink. Customer stated that she keeps getting redirected to another website. Customer's blood glucose reading was 90-198 mg/dl. Assisted customer with successfully uploading the insulin pump to carelink. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.